Manufacturer narrative:
It is unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
The root cause was not identified. The customer refused to provide any additional information. No reagent related issue could be identified. A possible reason for the low tsh result could be foam or bubbles on the sample surface. The patient was not adversely affected.

Event description:
The customer received questionable thyrotropin (tsh) results for one patient sample when tested on an elecsys 2010 disk analyzer, (B)(4). The initial result was <1.0 uiu/ml. The customer repeated the sample and recovered 1.62 uiu/ml. The sample was repeated again and recovered 2.00 uiu/ml. The sample was repeated a third time and recovered 1.0 uiu/ml. Erroneous results were not reported outside the laboratory. The patient was not adversely affected or injured due to the incident. The technical service representative verified the calibration and quality control were both acceptable. The customer will monitor the issue.